Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera elite xenon light source exhibited lamp error e101 with normal white light. In addition, the light source main lamp shut down and the spare lamp activated automatically. The event occurred during an unknown procedure. It was reported that the olympus field service technician advised the customer to switch to a new light source to prevent patient harm. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cooling fan did not work, so the temperature of a light source increased. It was surmised that this was the reason why the error occurred, and the lamp was switched to the spare lamp. It was noted that e101 is a light source temperature switch error message. They could not assume why the cooling fan did not work. Olympus will continue to monitor field performance for this device.